Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
It was reported to baxter (B)(4) that one (1) ce infusor was observed leaking at the "top(cap)" during filling. This event occurred prior to patient use and, therefore, no patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Backflow condition confirmed. Visual examination of the unit showed no signs of abnormality that may have potentially contributed to the reported condition. Device's fill-port cap was removed and a backflow was observed at the fillport. The root cause of the backflow condition was due to particulate matter trapped between the checkband and the stress-member. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.